Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was observed to be yellowed/discolored upon initial observation. Six pinholes observed towards the bottom of the anterior surface of the device discovered upon performance of leak detection test. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Slow leaking tissue expander, left side.